Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient was in the hospital right now for a-fib (atrial fibrillation) and they were having a hard time getting it under control and trying a different medicine because nothing had been working so they may need to do a "shock to the heart". The consumer reported it was kind of weird because after they ran some tests at the hospital they were thinking she had this for a longer time and they had no idea and it went unnoticed. The consumer indicated there was no way to know when the a-fib started. Patient was hospitalized. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the hcp was just informed that the patient was in the hospital for what was going on. They did not have additional information regarding the event. There were no further complications reported at this time.